Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 9 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital from (B)(6) 2017 for a previously unreported chronic driveline infection. The antibiotics were changed from keflex to per os augmentin by the infectious diseases specialist. Additional information was requested, but not yet provided.

Manufacturer narrative:
A specific cause of the reported event could not be determined through this investigation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.